Manufacturer narrative:
Aspirin 100 mg, omeprazol, metformin and atorvastatin. (B)(6).

Event description:
On (B)(6) 2016, follow up cta reported the maximum aneurysm diameter measured 64mm and a type ii endoleak involving the inferior mesenteric artery and a lumbar artery. On (B)(6) 2016, the patient underwent transarterial embolization of the type ii endoleak wherein the aneurysm sac was embolized with onyx and the inferior mesenteric artery with hydrocoils. Unknown enlargement of the aneurysm sac was also reported based upon sac volume which saw the following increase: 175 cc (B)(6) 2015, 178 cc (B)(6) 2015 and 182 cc (B)(6) 2016.

Manufacturer narrative:
(B)(4). Review of the manufacturing records for the device verified the lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 66mm in diameter and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2015. On (B)(6) 2016, the patient underwent transarterial embolization of the type ii endoleak. Unknown enlargement of the aneurysm sac was also reported.